Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
"My dentist said to stop treatment asap and he recommended me to a periodontics center. This treatment has caused an extreme accelerated recession of my gums resulting in dark roots showing and great sensitivity / pain to me. In addition, the way my teeth moved outward, I now have roots poking out from my gums on several bottom teeth. I now have a gum graft surgery scheduled for august for teeth 8, 9, 24, and 25 to try to add gum back on top of the roots. They said I could wear a retainer to maintain position of teeth- but no more aligners whatsoever."